Manufacturer narrative:
(B)(4). Patient weight was not provided.

Event description:
It was reported that the healing abutment threads stripped and not seat fully. Another healing abutment was placed.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment with an accompanying screw was returned for inspection. Visual inspection revealed minimal wear throughout each device. The healing abutment was assembled with an in-house implant and the healing abutment was able to seat without issue. The accompanying screw was then tried into the implant and functioned as intended. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.